Event description:
The customer reported that the insulin pump alarmed motor error more than once. The blood glucose reading at time of call was 179mg/dl. Troubleshooting was performed, and the device passed the self and displacement tests. During the call, the customer mentioned that she was admitted in the intensive care unit due to diabetes ketoacidosis and stayed at the facility for three days. The customer stated that she was treated with an insulin drip at that time, and her diabetes ketoacidosis was caused by a kidney infection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.